Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included vitamin d (ergocalciferol) until 2024, tirosint (levothyroxine sodium) for thyroid disorder and vitamin c until 2024. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced mental disorder ("psychological complaints"). In 2013 she experienced dizziness ("dizziness") and burnout syndrome ("burnout"). In 2014 she experienced dysmenorrhoea ("very painful menstrual periods"). In 2015 she experienced arthralgia ("pain in the right hip"). . On unknown date she experienced abdominal pain (seriousness criterion intervention required), uterine spasm ("cramps in the uterus") and genital haemorrhage ("heavy blood loss") and was found to have uterine leiomyoma ("surgical removal of fibroids"). The patient was treated with antidepressants (unknown) as well as surgery (to remove essure and to remove fibroids). Essure was removed on (B)(6) 2022 in 2023, the dysmenorrhoea had resolved. At the time of the report, the abdominal pain, uterine spasm, genital haemorrhage, arthralgia, dizziness, burnout syndrome and mental disorder had not resolved. The reporter considered abdominal pain, arthralgia, burnout syndrome, dizziness, dysmenorrhoea, genital haemorrhage, mental disorder, uterine leiomyoma and uterine spasm to be related to essure administration. The reporter commented: after this procedure, various physical symptoms developed. I have since undergone follow-up treatments and the foreign body material was removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Events were treated with antidepressants - support from (dizziness centre) - sedatives - painkillers - surgical removal of fibroids. Lot number: no longer known. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-may-2024: event medical device removal is replaced with abdominal pain. New events cramps in the uterus, heavy blood loss, very painful menstrual periods, pain in the right hip, dizziness burnout/psychological complaints & fibroid were added. Essure insertion date & removal date updated. Event onset dates updated. Treatment & concomitant drugs added. Patient information (date of birth, middle name) added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign body material was removed.") In a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this procedure, various physical symptoms developed. I have since undergone follow-up treatments and the foreign body material was removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign body material was removed.") In a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this procedure, various physical symptoms developed. I have since undergone follow-up treatments and the foreign body material was removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.